Event description:
It was reported that the pump had a high pressure and a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device damaged; tamper seals were intact. The reported problem was not duplicated/verified. The investigation was unable to duplicate the high pressure and no disposable alarm error as the pump passed all functional tests. Reported issue number 2 -the cassette lock was loose, was duplicated during the investigation. It was recommended to replace the latch lock assembly as corrective measure. The root cause of the reported issue was unknown. The product is beyond 5 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.